Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set did not flow. The reporter stated that this occurred while attempting to prime the set after the device was attached to the patient. The device had not been primed prior to patient connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.